Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and prior to grasping, the grippers were tested but the posterior gripper arm was unable to raise or lower. Troubleshooting was performed and then both gripper arms did not raise or lower. It was suspected that the gripper line was broken. Therefore, the cds was removed and a new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close (gripper actuation) and the reported broken gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported difficult to open or close (gripper actuation) was due to the reported broken gripper line. A cause for the reported broken gripper line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.